Event description:
An adverse skin reaction was reported with the abbott diabetes care (adc) device. The customer reported experiencing redness, irritation, and dry skin at the adc device insertion site. The customer had contact with a healthcare professional (hcp) who prescribed betamethasone cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the report of "february 2026". All pertinent information available to abbott diabetes care has been submitted.